Event description:
The pt has two leads from the same lot. It was reported the pt was experiencing intermittent stimulation. The field representative met with the pt and provided a new program that was able to provide some coverage. The pt is moving out of state and will be contacting a new pain physician. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.